Event description:
It was reported that wake button on the pump became more difficult to press and required more force in order to turn the pump screen on. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up from technical support, and no additional information was received regarding the outcome of the event.